Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID: 3387s-40, lot# va1vg0r, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received . It was reported that patient has short circuit contact 0 and 1 system generated oor, and shut the left hemisphere lead off. The battery was now at 2.7v, clinician reprogrammed to 2-, 3+ and will refer for lead revision if patient symptoms don¿t resolve. No known factors that may have led to or contributed to the issue were reported. Reprogramming as well as impedance and retesting of multiple contacts was done. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had her settings adjusted last month but now she is feeling "so bad". Pt said two weeks ago it started getting worse so yesterday she went to adjust the therapy and she was seeing oor (out of range) on her patient programmer. She has not had any falls or trauma. Patient services reviewed meaning of the code and redirected the managing doctor to discuss. See general text for omitted information.